Event description:
Caller reported a cartridge alarm 30, which did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Technical support assisted the caller in loading a new cartridge using the proper technique, allowing them to successfully resume insulin therapy, and the issue was resolved.